Event description:
It was reported that the biomed had the arctic sun device that was getting alert 33 (water temperature high),72 (primary outlet water temperature sensor out of range ¿ low resistance), 64 (unable to enable pump power (control processor)) during use, case file confirms 33 was due to t2 showing a temperature of 99.9 degrees, bringing device back for service under warranty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 33 (water temperature high), 72 (primary outlet water temperature sensor out of range ¿ low resistance), 64 (unable to enable pump power - control processor) during use, case file confirms 33 was due to t2 showing a temperature of 99.9 degrees, bringing device back for service under warranty. Per sample evaluation results on 26dec2024, control panel did not boot up, used u.I. To complete decon. There was a cracked side panel.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed temperature harness. Primary outlet water temperature sensor out of range ¿ low resistance. The device was evaluated upon receipt. Alarm 33 (water temperature high) and 72 (primary outlet water temperature sensor out of range ¿ low resistance) seen in event log. T2 99.9 confirmed in case data. Related to tank harness. Replaced temperature harness. Alarm 64 (unable to enable pump power - control processor) seen in event log. Control panel did not boot up, used u.I. To complete decontamination. Broken wire on lower main harness (photo attached by service technician). There is a cracked side panel. Replaced lower main harness and side panel. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.